Manufacturer narrative:
Initial reporter: address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp solution set leaked "from the tubing below the drip chamber." Additionally, "a small crimp" was observed "at the very top of the tubing where the drip chamber and the tubing connect". It was not reported when in the process step the event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was found there was no patient involvement. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, a leak was observed between the tubing and the drip chamber. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.